Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to the pacemaker of the system eroding through the skin, where an infection is possible. The patient underwent surgical intervention to remove the system and implant a temporary pacing system. No additional adverse patient effects were reported.